Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) was explanted for normal battery depletion. No adverse patient effects reported.

Manufacturer narrative:
A review of device memory revealed that the device declared end of life (eol) after experiencing one charge time greater than 30 seconds. Although the battery itself had not depleted prematurely, eol was triggered earlier than expected by extended charge times due to a higher-than-typical build-up of internal battery impedance.